Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the impedances on the lead were varying the day of and day after the implant. The lead remains in use. No patient complications have been reported as a result of this event.